Event description:
A greenfield filter was implanted. On an unknown date it was noted there was perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that the greenfield ivc filter was noted in place with the tip of the filter superiorly lying 2.9 cm below the level of the right renal vein with the superior tip directed leftward to the 3:00 position with tenting of the wall of the cava. The struts extend inferiorly and also cause tenting of the walls of the cava with the wall of the cava not clearly identified due to motion artifact.

Manufacturer narrative:
B3- date of event: updated. B5- describe event or problem: updated.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted. On an unknown date it was noted there was perforation. The filter was noted to be tilted. No further patient complications were reported.